Manufacturer narrative:
(B)(4). The device was returned for evaluation. The instrument tip is broken off approximately ~30 mm from the end; the broken-off portion of tip is missing and not returned for analysis. The instrument shaft is bent in multiple locations on both ends, and microscopic examination of fracture revealed a fairly tortuous fracture surface with no indications of fatigue, suggesting failure due to bend stress overloading. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the probe broke off while in use in the patient. The tip was retrieved. No patient complications were reported.